Event description:
The customer reported via phone call they went to the hospital for high blood glucose readings. The customer stated that the blood glucose reading was 500 mg/dl. The high blood glucose readings were treated insulin drip. The symptoms included shortness of breath, rapid breathing and the flu. The customer was wearing the insulin pump at the time of the hospitalization. The customer was sent home from the hospital and had the following blood glucose readings of 333 mg/dl, 227 mg/dl, and 133 mg/dl. The name of the hospital was banner thunderbird. The insulin pump had multiple no delivery alarms while they were at work. The customer was not able to complete troubleshooting because they did not have all the supplies with them at work. The customer will change the infusion set and call back the issue persists.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.